Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a carotid endarterectomy on (B)(6) 2014 and suture was used. The patient returned to the emergency room on (B)(6) 2014 with a carotid ¿blow out¿ as per the surgeon. The patient was taken to the operating room for surgery. At that time is was noted that the suture was no longer intact. The patient expired. The date of death is unknown. Additional information has been requested.

Manufacturer narrative:
This medwatch report is in response to receipt of voluntary medwatch report (B)(4).